Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01245. It was reported the patient complained he is only receiving stimulation on his left side. A sjm representative met with the patient but was not able to reprogram the patient's scs system and capture right sided stimulation. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-01245 follow-up identified the patient underwent surgical intervention and his scs leads were repositioned. The patient was reportedly doing well and receiving effective stimulation therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.